Manufacturer narrative:
Product analysis the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. The analyst noted the helix did not extend due to driveshaft lug being stuck on the retraction stop. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right ventricular (rv) lead was attempted but not used during implant. It was noted that there was placement difficulty, and the helix would not extend while inserted in the venous system. The lead was explanted and replaced. No patient complications have been reported as a result of this event.